Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 7 months post implant of composix kugel mesh, patient was diagnosed with infection, adhesions, abscess, hernia recurrence and abdominal pain thereby underwent removal of mesh. The instructions-for-use supplied with the device lists infection, adhesions and hernia recurrence as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note, the manufacturing date (15-apr-2009) is considered to be a best estimate. This supplemental emdr represents the mesh ¿ composix kugel (device #1). An additional emdr was submitted to represent the mesh ¿ composix (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿the hernia sac was opened and the underlying peritoneal and preperitoneal contents were dissected out and adherent bowel was dissected away. The urinary bladder was pushed down and a space was created between bladder and pubic symphysis. A piece of composix kugel mesh (device #1) was placed deep to the rectus muscle and posterior to the pubic symphysis circumferentially and then anchored with multiple interrupted sutures.¿ (B)(6) 2010 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of composix mesh (device #2). Per operative notes, ¿the hernia sac was entered and omental adhesions were separated from the abdominal wall circumferentially. The previous ventral hernia repair in very lowest part of the incision and the mesh (device #1) was visualized. A piece of composix mesh (device #2) was placed to completely cover the entire incision up to the lower abdominal mesh and anchored with transfacial sutures circumferentially. ¿ (B)(6) 2010 - patient was diagnosed with abdominal pain, multiple intraabdominal and abdominal wall adhesions thereby underwent laparoscopic repair with lysis of adhesion. Per operative notes, ¿ there was a multiple adhesions of the abdominal wall was noted on the region of mesh into abdominal wall were taken down. Loops of bowel including omentum and adhesion under the liver to abdominal wall with significant traction were taken down.¿ (B)(6) 2011 - patient was diagnosed with abdominal pain, incontinence thereby underwent cystourethroscopy. Per operative notes, ¿cystoscopy was performed and found there were some irregularities of the bladder expected to be the mesh, and another in anterior bladder wall and dome. No direct evidence of mesh in bladder¿ (B)(6) 2011 - patient was diagnosed abdominal pain post mesh placement with bladder irritation thereby underwent open repair with removal of composix kugel mesh (device #1), lysis of adhesion. Per operative notes, ¿ the composix mesh (device #2) on the undersurface of the composix kugel mesh (device #1) had created a nice layer. Third of the mesh of the right side, and mesh off the bladder muscle were dissected and performed same on the left side. The pieces of meshes(device #1) were removed. Muscular defect in the bladder was oversewn with a suture. The abdomen was closed by reapproximating the upper fascia and mesh and the lower abdominal wall fascia with a suture.¿ (B)(6) 2016 - patient was diagnosed with abscess and infected mesh thereby underwent drainage of abscess and removal of composix mesh (device #2). Per operative notes, ¿the abscess cavity was opened and there was a pus and granulation tissue. The remnants of composix kugel mesh was excised and all the mesh (device #2) had been removed.¿ (B)(6) 2016 - patient was diagnosed with intracutaneous fistula thereby underwent open repair with removal of fistula. Per operative notes,¿ the fistula site was just above the pubis. There were multiple adhesions of the small bowel to the anterior abdominal wall were taken down. The fistula was identified and involving a loop of small bowel, some previously placed staples were found and completely mobilized. Then resected the segment of bowel including the fistula and performed a anastomosis.¿ (B)(6) 2017 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿hernia sac opened. There was a loop of small bowel was adhesed circumferentially to the fascial defect was dissected free and small serosal area was oversewed with sutures. A piece of synthetic mesh was placed and cut the mesh about inch for overlap and placed in the subfascial position and sutured circumferentially.¿ attorney alleges that the patient had abscess, adhesions, other organ perforation, infection, mesh migration, ring break, pain, hernia recurrence, and emotional injuries. It is also alleged that the mesh eroded into bladder and attached to liver.